Manufacturer narrative:
A visual inspection was performed on the returned device. The reported mechanical jam and loss of arterial access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to mechanical jam with the vessel locator wings may include, but are not limited to, the vessel locator not placed against the surface of vessel during plunger deployment; flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. The wings not deploying likely contributed to the loss of arterial access. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after an interventional angiography procedure with a 6f sheath. Reportedly, the starclose se plunger was pressed in to deploy the vessel closure wings. When the device was pulled back to catch the vessel wall, the device came out of the vessel. The wings were not deployed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.